Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading from his adc blood glucose meter which was perceived to erroneously high. Customer further reported that on an unspecified date at 5:00 am he received an unspecified ¿high¿ reading and self-administered an unknown amount of insulin in response to the reading. He then re-tested and received a reading of ¿18 mg/dl¿ (reading is outside the assay range of the device) and subsequently ¿went into a diabetic coma¿. Customer¿s wife reportedly gave him orange juice to drink and called the police. No further information was provided as the customer declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the precision xtra meter was reviewed and the DHR showed the xtra meter passed all tests prior to release. A tripped trend review was completed for the reported complaint and precision xtra meters, no trips were observed. Dhrs for all precision strips within expiration at the time of complaint were reviewed and the DHR review only identified one issue that could have lead to the complaint. All other issues or deviations from the validated manufacturing process identified could not have lead to the complaint. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint precision test strips. No trips were observed. If any product is returned, the case will be re-opened and a physical investigation will be performed. (Patient weight) was updated as it was omitted from the initial report.

Event description:
Customer reported receiving a reading from his adc blood glucose meter which was perceived to erroneously high. Customer further reported that on an unspecified date at 5:00 am he received an unspecified ¿high¿ reading and self-administered an unknown amount of insulin in response to the reading. He then re-tested and received a reading of ¿18 mg/dl¿ (reading is outside the assay range of the device) and subsequently ¿went into a diabetic coma¿. Customer¿s wife reportedly gave him orange juice to drink and called the police. No further information was provided as the customer declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.